Event description:
It was reported that the equipment is physically broken at the blue cable connector. No case or patient involvement. One device is being returned for service.

Manufacturer narrative:
Date sent: 10/09/2008. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Parts replaced that were unrelated to the customer complaint were the fork screw, rear rotation knob and the translational cable. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.